Event description:
It was reported that a vns patient went into clinic to have his device turned on, but was experiencing pain in his neck as if the lead was pulling on his nerve and feels that the generator has slid down further on his chest than where it was originally implanted. The device was not turned on. Follow-up from the company representative who contacted the physician provided that the cause of the migration is unknown. The device was not turned on as physician wanted the patient to be relieved of his pain/discomfort before turning it on. The patient had put a strap around his chest to hold the generator in place and stop it from falling down and it had alleviated some discomfort. The device was later turned on and the patient tolerated the first settings well. Additional relevant information has not been received to-date.

Event description:
Follow-up from the surgeon provided that he has not evaluated the patient since the time of the reported migration, and that a non-absorbable suture was not used to secure the generator.

Event description:
Additional information was received that the patient's device was found to have high impedance. Clinic notes for the patient were later received indicating that the patient was referred for a lead revision; however the patient has no insurance at this time. The patient reported having significant pain around the vns leads and generator after implant and was now found to have high impedance. It was indicated that the patient¿s magnet broke and had never perceived vns stimulation. Although the impedance values obtained appeared to indicate this was the higher than expected impedance the sentiva generator may give, the sales representative indicated the physician strongly believed the high impedance was the cause of the patient's pain at the neck and chest site that they have been experiencing since implant. The physician would like the patient to have a full revision performed and indicated to be aware of the generator migration being due to improper suturing but still felt the high impedance was the cause as well. It was stated that the patient is a drug seeker and the physician would like to alleviate the patient¿s pain so that they are not given access to pain medication. The physician would also like the generator to be returned for product analysis once replaced. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient received a full revision due to high impedance and pain at the generator and lead site. The explanted device has been received for product analysis to be performed and is currently underway.

Event description:
Product analysis of the generator was completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. Decoder with the data of the generator was reviewed and found no noted anomalies. It was found that there was no high impedance present until after the device was explanted and the impedance of the reported day it was found was 4679 ohms which is within normal limits and not considered high impedance. Wandcomm was also reviewed and there were no noted anomalies found. There was high impedance that initiated after the explant of the device therefore likely related to the explant procedure. There were no adverse functional, mechanical, or visual issues identified with the returned generator. An analysis was performed on the returned lead portion and the reported high impedance was not confirmed. The ¿lead pulling sensation / migration / pain / stimulation not perceived¿ (patient section) allegations are beyond the scope of activities performed in the pa laboratory environment and are not actionable issues which will result in confirmation of an event. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegations of high impedance. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.